Manufacturer narrative:
Product analysis: the resolute onyx device was returned for analysis. The guidewire did not return for analysis. Numerous kinks were evident along the hypotube. An inner member detachment was identified just distal to the exchange joint, exposing core wire. The outer shaft remained attached. Material at detachment site was stretched and jagged. Severe stretching, kinking and bunching was evident to distal shaft. Deformation was evident to proximal stent wraps with struts misaligned. The stent was not positioned on the balloon between the markerbands as per specifications. Proximal stent wraps were positioned over the proximal markerband due to bunching evident to the inner member, distal to the proximal marker band. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a calcified lesion in the distal rca. A radial approach was used. The device was inspected before use, with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device. Excessive force was not used. The device was not kinked and re-straightened during use. It was reported that the device was stuck on the wire and would not advance or pull back. The device got stuck while inside the guide catheter, around the shoulder area and did not reach the coronary artery. Resistance was noted upon withdrawing the stent catheter and it was not possible to remove the device without also removing the interventional wire. Excessive force was not used during removal of the device. It was later reported that a detachment of the inner member at the exchange joint occurred during advancement of the device to the lesion. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.